Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 42 std glenosphere would not mate with metaglene. It was stated that new glenosphere was introduced and mated immediately. Sales rep stated that he will do his best to get the hospital to release the glenosphere in question.

Manufacturer narrative:
Additional narrative: the complaint description states that the 42 std glenosphere would not mate with metaglene. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the complaint description states that the 42 std glenosphere would not mate with metaglene. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.